Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed approximately 8cm from the connector. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recp0012 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recp0012) have been reported from the same facility in the UK.

Event description:
It was reported, "visited to remove patient's PICC line which has stayed from last october after self-administration completed. Patient has been presenting to dn weekly to have it flushed to keep patent. Yesterday when dn was flushing the PICC line patient found it extremely painful therefore ahah was called to remove the PICC today. On inspection the PICC site seemed not infected. The insertion site seemed having grown around the securecath that it was unable to flick the secure cath out without causing the patient any pain. When removing the PICC line itself it went out without any resistance however only at 39cm at the end of PICC tip, with no black tip visible at the end and has still blood inside the line. Patient reported that she never had the line shortened in any way. Patient was feeling well and complaint no discomfort."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0012 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recp0012) have been reported from the same facility in (B)(6).

Event description:
It was reported, "visited to remove patient's PICC line which has stayed from last october after self-administration completed. Patient has been presenting to dn weekly to have it flushed to keep patent. Yesterday when dn was flushing the PICC line patient found it extremely painful; therefore, ahah was called to remove the PICC today. On inspection the PICC site seemed not infected. The insertion site seemed having grown around the securecath that it was unable to flick the secure cath out without causing the patient any pain. When removing the PICC line itself it went out without any resistance; however, only at 39cm at the end of PICC tip, with no black tip visible at the end and has still blood inside the line. Patient reported that she never had the line shortened in any way. Patient was feeling well and complained no discomfort."